Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Slow to fill. Primed to fill in decontamination. Serviced the circulation pump. A 2000-hour pm was completed on the device. As part of the pm, serviced the mixing pump, replaced the heater, manifold o-rings, drain valves, tank tubing and the coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill, no suction at the left manifold port. Failed circulation pump. Requested a quote for 2000-hour. Per follow up information received on 26nov2024, no patient involved. Sample received.

Event description:
It was reported that the arctic sun device would not fill, no suction at the left manifold port. Failed circulation pump. Requested a quote for 2000-hour.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.